Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to initial reporter occupation of the initial medwatch. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria based on the results of the investigation, reported cause is likely due to repeated forward/backward movement of the scope due to the patient not being sedated well enough to pass the scope or, mucosa is drawn in the distal cover by suction operation while opening space at scope distal end is close to mucosal surface. If user withdraw scope in this situation, mucosa would be injured by edge of the cover. It is also likely the distal cover gets cracked on tear-off line due to improper attachment to endoscope. When distal end of scope is pressed on mucosal surface in this situation, mucosa would be caught in the cracked cover and injured even without suction operation. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using a single use distal cover with an evis exera iii duodenovideoscope, the patient got some trauma to her throat. The physician who performed the procedure felt this occurred due to the patient not being sufficiently sedated to pass the scope, once more sedated, the scope passed easily. An internal investigation was performed by the quality people at the facility, and it was determined the patient was not adequately sedated and fighting the scope. Once deeper sedation was acheived, the patient was fine and the procedure continued without further issue. No additional consequences to the patient were reported. Case with patient identifier (B)(6). Reports the maj-2315 used in the procedure case with patient identifier (B)(6). Report the tjf-q190v used in the procedure.